Manufacturer narrative:
(B)(4). Eval: received one 3-lumen cvc and guide wire. The guide wire is unraveled at the proximal end and sharply kinked near distal tip. The guide wire was examined microscopically. The core wire is separated adjacent to the proximal weld. The proximal weld remains attached to the coil wire. The distal weld is intact. The complaint report states that on two occasions, the guide wire unraveled while being removed from the feed tube. Neither guide wire was used. The packaging configuration of this guide wire includes a protective feed tube assembly. The proximal end of the guide wire protrudes from a cap which holds the wire in place within the feed tube. The feed tube assembly was not returned for analysis. The device history records for the guide wire were reviewed with no findings relevant to this complaint. The reported complaint of guide wire unraveling was confirmed through visual inspection of the retuned sample. The potential cause of unraveling could not determined based upon the info provided and without the feed tube assembly. This is one of 2 records reflecting multiple occurrences of MFR control (B)(4). Add'l occurrences are documented as MDR # 1036844-2009-00022. Until july 27, 2009, multiple occurrences were reported on a single MDR. They are now reported as individual events. All multiple occurrences from (B)(6) 2009 are being remediated to include the correct number of complaints, mdrs, vigilance, and (B)(6) reports. Please refer to the MDR for the original complaint referenced above for the follow-up for this MDR.

Event description:
It was reported by the clinician that they had an incident during insertion and the spring wire guide (swg) seemed to "shred". Add'l info received on (B)(6) 2009 from the intensive care unit manager stated the physician was attempting to remove the swg from the feed tube. At which time, he "pulled" the swg from the tube and noticed it was shredded. As a result, it was not used.